Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump is constantly beeping. This is a continuous infusion. The event occurred while in use with patient. The patient was able to successfully continue their infusion. Infusion is life-sustaining. The event was resolved. There was no patient injury.